Manufacturer narrative:
One sample was returned for evaluation. Visual inspection observed a straight cut in the base of the pilot balloon. The cut appeared to be from a knife or similar object. Reporter stated this unit was in use successfully for a week prior to event. There was no evidence found to suggest a manufacturing defect. The most probably cause of the event is damage to the unit during use.

Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.

Event description:
It was reported that after approximately one week of use the cuff was found to be leaking. No adverse health outcome resulted from this event.